Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6) block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noted that the rx tunnel of the device was loose. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the rx tunnel detached from the catheter. It was noted that nothing detached into the patient. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(6). The reportable event of rx tunnel detached. Investigation results although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the rx tunnel detached from the catheter. It was noted that nothing detached into the patient. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.